Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for aviva system. Medwatch with identifier (B)(6) is for compact plus system.

Event description:
Caller reported blood glucose results of 375 mg/dl on aviva system and 156 mg/dl on compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.